Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2015, a type ii endoleak was identified. On (B)(6) 2017, this patient underwent an endovascular procedure whereby translumbar embolization was performed to treat the type ii endoleak. (The above is captured in MFR report #3007284313-2017-00209). On (B)(6) 2017, the patient underwent an additional endovascular procedure whereby translumbar embolization was performed to treat another type ii endoleak inferior to the previously treated type ii endoleak.